Event description:
The patient admitted to the ER presenting 3-4 days of worsening right upper quadrant abdominal pain radiating to her back associated with "greasy" diarrhea and very dark urine. She has also had several bouts of non-bloody non-bilious emesis. Multiple stones were visualized endosonographically in the gallbladder body. Endoscopic procedure the lap-band was found in the cardia. It was eroded through the stomach all involving 50% of the circumference of the stomach. Gastric band was removed in entirety through gastrotomy and laparoscopic cholecystectomy was performed.